Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly as it did not inflate. A surgical procedure was performed, during which fluid loss from cylinder tubing was noted. All components were removed and replaced. There were no patient complications reported.